Event description:
On (B)(6) 2011 primary surgery with long gamma3 nail, (B)(6) 2011 the nail broke, (B)(6) 2011 revision with new long gamma3 nail + throchander grip-plate.

Manufacturer narrative:
Additional information has been requested. If additional information is received it will be provided on a supplemental report.